Event description:
It was reported that the device estimated remaining longevity has declined since the last device check. No session records were sent for review. Patient will continue to be followed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.